Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared a battery status of elective replacement indicator (eri). The device was listed on the shortened replacement window advisory, originally communicated on (B) (6) 2007. It was reported that this device would be replaced within one month. There were concerns regarding possible battery depletion anomaly. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.